Manufacturer narrative:
The pod was received with corrosion, some damages to the top housing, and was unable to establish communication. Due to the state the pod was received in and not being able to download the pod, it could not be conclusively determined if there were drive issues during use. The cause of the corrosion was likely due to the damaged housing allowing fluid to enter the device. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose reached 484mg/dl while wearing the pod between 4 and 24 hours. He started vomiting, had large ketones, and was given 10.00u manually at home. He went to the ER (emergency room) and was given IV fluids and anti-nausea along with manual corrections. The patient's blood glucose and insulin history is as follows: (B)(6).